Event description:
Supreme electrophysiology catheter was placed in the right ventricle (rv). The equipment was set to pace the rv through the catheter, but it would not pace, and the patient went into asystole. The catheters were changed out with a new catheter (same lot #) and it worked fine.